Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer received a blank display. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-244a, mmt-7040a, mmt-1884. Troubleshooting was performed for display issues, and the customer stated that the battery cap contacts and battery compartment springs are not damaged. The display did not return after inserting a new battery. Troubleshooting was partially performed for hyperglycemia, and it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-244a. No product return is required for mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump passed displacement test, active current test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. Pump did not pass sleep current test, problem isolated to the electronic assembly. Pump successfully downloaded to thump. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. The following were noted during visual inspection: pillowing keypad overlay, scratched case. In summary, customers alleged blank display was not confirmed, however failed sleep current test was noted. Unable to confirm high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.